Manufacturer narrative:
The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning 1999 physician communication (dated 2007). Pump motor stall has not been confirmed in this device.

Event description:
The pt's husband reported that the dosage of the pump had been increased several times since implant because it wasn't helping the pt. The pt started having overdose symptoms (nausea and vomiting) 6 days after her last refill. Two days later the pt was found unconscious and not breathing. She was admitted to the hosp and put on a ventillator. The hcps at the hosp told the pt's husband that pt had a morphine overdose. The pt suffered 70% damage to her left lung and some brain damage due to lack of oxygen. The husband reported that the pt is now terrified to go to sleep. The pt planned on getting the pump explanted. The pump had been alarming for over a year, constantly at first and later intermittently. The hcp had been consulted, but they did not know why the alarm was occurring. The alarm was not confirmed by telemetry.volume discrepancies had not been checked. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.